Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as disorientation, trouble with walking and talking, dizziness, feeling thirsty, and was unable to self-treat due to their symptoms. A reading of 660 mg/dl was obtained on an unspecified device and the customer was later admitted to the emergency room (ER) where a laboratory reading of 880 mg/dl was obtained. The customer was provided with insulin (dose/type unspecified), fluids, potassium, and unspecified medication for the diagnosis of diabetic ketoacidosis. The customer indicated they were also on a liquid bland diet for the first three days of their hospital visit and the customer remained in the hospital for a few days after for further observation and treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.